Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer¿s investigation, the customer¿s report issue was confirmed, and found that the image noise and image flickering occurred due to a failure of the connector unit; however, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, the image was noisy due to defective connector, the image was flickering due to a defective connector and the battery on the printed circuit board had run out. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during a diagnostic (hysteroscopy) procedure, the connector of the visera video system center was loose. It was noted, according to the field service engineer, the image was intermittent due to loose video connector. The intended procedure was completed with the same device, with no delay. There was no harm or user injury reported due to the event.